Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report the broken clip introducer and leak requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip was implanted on the medial side of p2. A second clip delivery system (cds) was advanced and positioned lateral to the first clip. Post deployment, when pulling the cds into the steerable guide catheter (sgc), the clip introducer broke and air was noted in the sgc. The sgc was pulled back to the right atrium (ra) and aspiration was performed. The sgc and cds were then removed from the patient anatomy and the procedure completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip introducer break was confirmed and the reported leak could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided and the returned device analysis, the reported clip introducer break, leak, and the observed missing clip introducer blue tubing are the result of failure of the adhesive bond between the clip introducer housing and blue tubing. The observed failure of the adhesive bond between the clip introducer housing and blue tubing appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.